Event description:
This report is being submitted in conjunction with MDR #2953726-2000-00007. Intacts were implanted bilaterally on 3/1/00. Day one (1) post-op "ucva" was 20/30 and 20/20, then visual acuity worsended "quickly" to 20/400 office visit. Pt complained of pain while flying and had difficulty seeing during this event. Dr performing implant noted at the time of surgery that the patient's corness seemed remarkably soft and malleable (even "mushy"). All other aspects of surgery appeared to be normal. Due to pt dissatisfaction with outcome, the intacs were removed (6/2000), pt reports that the eyes have "gone back" since the removal and the pt is now pursuing an alternate refractive surgical procedure.